Manufacturer narrative:
At the time this complaint was received, this product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting similar product criteria. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Only the pusher was returned for evaluation. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. Without the return and physical evaluation of the stent implant, the investigation is unable to determine if that component had a condition that would have caused or contributed to the reported event.

Event description:
It was reported that two aci aneurysms on right side were treated with a fredx flow diverter device. The fredx opened but encountered difficulty removing the delivery pusher. The delivery pusher was able to be removed after pushing and pulling attempt. There was no report of intervention of harm to the patient, who was reported to be doing fine.